Event description:
Clinical study. It was reported that 522 days after a coronary drug eluting stenting treatment procedure, the pt expired. The lesion being treated was a 2.75mm, 70% stenosed, 16mm long portion of the distal circumflex (dist cx). The physician treated the lesion with direct stent placement of a 2.75 x 20 mm taxus express2 study stent. Residual stenosis was 0%. The pt was discharged the next day on aspirin and clopidogrel. During the 2-year follow-up the site learned that the pt had died 522 post index procedure. Cause of death is unk and it is unk if the target vessel is involved. It is unk if an autopsy was performed.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.